Event description:
An (B)(6) customer received blood glucose readings of hi and 26mmol/l on the contour link, retested on a different meter and received 11mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation.

Manufacturer narrative:
Customer initials and product model # were not provided. In some countries outside the us, customer information is not provided due to privacy laws.